Manufacturer narrative:
(B)(4)

Event description:
The healthcare professional reported through the manufacturer representative that the patient experienced a skin erosion following the replacement of their implantable neurostimulator (ins) in (B)(6) 2015. The patient went to the hospital on (B)(6) 2015 where a skin erosion at the pocket site was observed. It was noted that one edge of the ins was viewable at that time at the left pectoral implant site. The cause of the event was reported to be that the pocket was too narrow. The patient's ins, lead, and extensions were replaced and a new system was implanted abdominally on the patient's left side. The issue was resolved as a result of the replacement procedure. A supplemental report will be filed if additional information is received.